Event description:
It was reported that a fluoroscopy revealed that the left ventricular lead exhibited insulation abrasion. Electrical parameters were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.